Event description:
A dr reported diagnosis of a corneal ulcer, right eye, associated with wear of focus monthly visitint lenses (separate MDR submitted) and use of solocare aquify contact lens solution. Pt is reported to have poor vision in left eye and to not handle contact lenses in a hygienic mannger. At 2 day follow up visit, referred to hosp for treatment of an abscess and possible intraocular infection. Severe pain reported. Diffuse infiltrates in the corneal stroma and anterior chamber reaction noted. Pt hospitalizaed 10 days for treatment of a abscess. Visual acuity after symptoms in right eye reported as 1/20 with correction. Pre-event acuity reported as 10/10. Initial treatment ciloxan, then vancomycin and forton added. Discharge instructions to continue treatment with atropine, ciloxan, celluvisc, vitamin a, desmodine, furgizone and tobrex for 7 days. No lot info was provided. Request has been made for additional info, however, no further info is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.